Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced hallucinations, dilated eyes, and was stiff. The patient did not have any accidents or medical falls. It was indicated that the patient had not had her valium for two days, which she took every night. "Physician did not refill the patient's prescription." The next pump refill was scheduled for september. The patient was at home. It was later reported that the patient's pump medication was lioresal.